Manufacturer narrative:
A clinical reassessment was performed by a philips pms clinical expert based on new information obtained in the record, which confirms the device was in use on a patient (age and gender asked but unknown) in an arrhythmic storm when 'the pads failed to load/shock.' The customer switched to the device's external paddles and shocked the patient, with the record reporting the patient outcome as 'stable.' Although the patient outcome is reported as stable, the event will remain assessed as a serious injury due to the significant deterioration of health that may result from the failure to shock. The clinical assessment has been updated to reflect that medical intervention was required to prevent permanent impairment. Based on the available information and testing, the reported problem was caused by a failure to load/shock with the defibrillator device's pads, necessitating a switch to external paddles on the same device for successful shock delivery to the patient. The issue was resolved by switching from the pads to external paddles on the same device to successfully shock the patient, and the investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote support engineer personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, which indicated an inability to charge and shock, putting the patient at risk of serious harm due to a medical device failure during an arrhythmic storm, necessitating the use of external paddles and medical intervention to prevent permanent impairment. Although the patient outcome is reported as stable, the event will remain assessed as a serious injury due to the significant deterioration of health that may result from the failure to shock. The clinical assessment has been updated to reflect that medical intervention was required to prevent permanent impairment. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips product support engineer and post market surveillance clinical expert personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, which indicated an inability to charge and shock. The device was in clinical use at the time the issue was discovered. The issue occurred during an arrhythmic storm when ¿the pads failed to load/shock¿. The customer switched to the device¿s external paddles and shocked the patient. It was reported the patient outcome was ¿stable¿. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Upon conducting a technical log analysis, the device charged and shocked several times. The device can charge and shock correctly. No device errors were found, affirming the device's proper functionality, including its charging and shocking processes. Based on the information available, it was confirmed the device operated normally. The reported problem was not confirmed. No device errors were found, confirming that the device was operating according to specifications with no identified failures. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips product support engineer and post market surveillance clinical expert personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, which indicated an inability to charge and shock. The device was in clinical use at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the issue occurred during an attempt to defibrillate a patient experiencing an arrhythmic storm. The caregivers applied patches and attempted to charge the device, but it did not respond. They then switched to external paddles, successfully charging and delivering the shock. A review of the patient event files (pef) was not performed because a review cannot be conducted due to missing files. A good faith effort (gfe) was made through emails to obtain the missing file from the provided .zip folder, which is preventing the ECG information from appearing in the patient event file (pef). Despite multiple email requests, we have not received a response. If additional information is later obtained, the complaint will be reopened. Device logs reviewed by a product support engineer confirmed that the device charged and delivered shocks correctly multiple times, but the unstable ECG signal prevented accurate analysis. No device errors were found. Based on the information available, it was confirmed the device operated normally. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. No device errors were found, confirming that the device was operating according to specifications with no identified failures. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips customer support personnel and philips emergency care product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the device did not charge and shock when using patches, forcing caregivers to switch to external paddles to shock the patient. The patient outcome is stable. Although the patient outcome is reported as stable, the event will remain assessed as a serious injury due to the serious deterioration of health that may result from the reported failure to shock. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.